Event description:
Consumer reported having used the equate antibacterial denture cleanser for approximately 3 months to clean her retainers. She has developed canker sores, chronic sore throat and four cold sores in the last two months. She saw her physician at the end of (B)(6), but they could not pin point it was the product.